Event description:
It was reported that during a gall bladder procedure that there was an error code 5 and the instrument tip broke off. The tip did not fall into the patient. Case completed with a monopolar instrument. There was no adverse patient consequence.